Event description:
During the index procedure the patient had two endeavor sprint drug-eluting stents implanted in the cx. The patient suffered an mi on the same date as the index procedure. It is unknown whether the reported mi was related to the target vessel. The investigator assessed that the reported event was unrelated to the study device.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (mi). (B)(4).